Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the device snapped and became frail. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure inside the patient's artery, the device snapped and became frail. The device was then removed with no harm. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The flextome device was returned still loaded onto a guidewire and still inserted within the customers guide catheter. It was also observed that a second non boston scientific device was also loaded onto a guidewire and also still inserted into the same guide catheter. A complete break was identified in the shaft of the flextome device. The proximal section of the device consisting of the hub/manifold and hypotube was not returned for analysis. The distal detached section consisting of shaft, balloon and tip was returned for analysis. The flextome device and non-boston scientific device were removed from the guide catheter. Resistance was encountered as two device's were within the guide catheter and due to the condition of the the returned device¿s. The guidewire was also removed from the flextome device. A visual and tactile examination of the shaft identified a complete break 260mm proximal to the guidewire port of the device. Multiple severe kinks and stretching damage was also noted also noted along the length of the shaft. A visual and microscopic examination identified that the balloon was firmly creased and did not appear to have been subjected to positive pressure. A significant amount of solidified blood was observed on the outside of the balloon material. A thorough examination of the balloon material noted no damage or any tears, no issues were noted that could have contributed to the complaint incident. It was not possible to inflate the balloon due to the condition of the returned device. No damage or any issues noted on the tip or markerbands of the device. A thorough visual and microscopic examination was performed on the blades of the device. All blades were present and fully bonded to the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the device snapped and became frail. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure inside the patient's artery, the device snapped and became frail. The device was then removed with no harm. No patient complications were reported.